Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -05.50/+4.0/095 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2022. The lens was reported as lens rotation not associated to a low vault (undesirable refractive outcome). The lens was repositioned on (B)(6) 2022 and the problem was not resolved. The lens remained implanted. The ac is deep and quiet. The cause of the event was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Claim#: (B)(4).